Manufacturer narrative:
Sample collection and specific centrifugation data was not supplied. All samples were loaded via the cta (closed tube aliquotter) system. A routine system check performed on (B)(6) 2012, after the events, passed within the specifications. Although hardware may have contributed to this event due to the multiple parts replaced, aligned and adjusted, the exact root cause for the erroneous results is unknown and could not be determined.

Event description:
A customer reported to beckman coulter, inc (bec) that erroneously elevated troponin (access accutni) results, within the risk stratification range, were generated by unicel dxc 600i synchron access clinical system for three (3) patients. Repeat testing was performed on the same instrument after re-spinning the samples, and produced lower results within the normal reference range. The erroneous results were not reported out of the laboratory. There was no death, injury, or change to patient treatment associated with this incident. Service was dispatched on (B)(6) 2012 and the field service engineer (fse) noticed an area of dried buffer around the 1st and 2nd 14 tooth mixers. The fse replaced both 14-tooth mixers, the incubator belt, as the fse found broken tooth off belt lodged in pulley, the incubator belt clips, and the substrate probe. The fse also cleaned the analytic module, rebuilt the wash pump and valve, and flushed the vacuum pump. The fse also aligned and adjusted aspirate probe height and mixer speed. The fse ran regular system check and high sensitivity system check after repairs. Service activity performed was verified to meet the specified requirements per established procedure and the results met published performance specifications. A similar incident on (B)(6) 2012 at the customer's site is documented in MDR#2122870-2012-00941.